Manufacturer narrative:
Load cells.

Event description:
It was reported by svc report that the bed scale values were not accurate and the bed exit system would not work due to inaccurate bed scale readings. No pt involvement or adverse consequences are reported.